Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(4). The field service engineer (fse) inspected the analyzer, replaced the chloride electrode, adjusted the mixing and drying levels, cleaned the probe and the mixing tower. He verified the analyzer's performance with precision checks and comparison tests with another analyzer. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable electrode t7, chloride results from several patient samples tested on the cobas integra 400 plus. One example of a questionable result was provided: the initial result from the analyzer was 116.5 mmol/l. The repeat result from another cobas integra 400 plus analyzer was 105.4 mmol/l. The reporter noted an anion gap of -3, prompting the rerun. The repeat result was deemed correct.